Manufacturer narrative:
The field service engineer stated that the customer indicated that an incorrect sample may have been placed into the tube since the sample was poured off. The engineer checked the gear pump pressure, rinse station, all probes, and sipper nozzles. No visual issues were detected. Precision studies were performed and recovered within guidelines. Comparison tests were performed with another analyzer. The customer verified that control results were within their specified ranges.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys probnp ii stat immunoassay on a cobas 8000 e 602 module. The sample initially resulted in a probnp value of 46.74 pg/ml and this value was reported outside of the laboratory. The doctor questioned the result and ordered a repeat of the sample. The sample was repeated, resulting in a value of 34140 pg/ml. The probnp reagent lot number was 600211. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6) 2022. The customer verbally stated that controls were within range. The investigation could not identify a product problem. The cause of the event could not be determined.